Event description:
Customer alleges discrepant results with meter compared to lab: date (B)(6) 2011, lab 2.2. Date (B)(6) 2011, inratio 1.4, retest inratio 3.2. Results done 10 minutes apart on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.